Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 20mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, the balloon to the 20mm commander delivery system (ds) burst during valve deployment, possibly due to sinotubular junction calcium. It was noted that an additional 2cc was added to the balloon prior to inflation of the valve. As the valve was under-expanded, it began to migrate towards the left ventricle. The ds was then withdrawn from the patient through the 14fr esheath+ while leaving the esheath+ in place. Per report, there was no separation of the balloon components. A second 20mm s3ur valve was implanted, eliminating any paravalvular leak, and there was no injury to the patient. The ds is available for return/evaluation.